Event description:
It was reported a procedure was being performed on a potential coronary artery bypass graft (CABG patient) for a severely calcified, moderately tortuous right coronary artery (rca). A 7fr sheath was used for right groin access in an attempt to treat the patient with a non-abbott device. A 6f catheter was advanced down and a non-abbott wire was attempted to be advanced that crossed the lesion, however a microcatheter could not cross the lesion. The physician then tried to cross the lesion with another non-abbott wire but was unable. As a last attempt, the physician attempted orbital atherectomy. The viperwire guide wire was able to cross the lesion. The viperwire guide wire was being free-wired when crossing the lesion. The physician thought they may have been subintimal but continued with orbital atherectomy. The diamondback 360 coronary orbital atherectomy device (oad) was used to perform one low speed treatment. However, after the treatment, the viperwire guidewire was coming back. The wire was migrating back from the distal vessel to the lesion. The physician stopped the treatment and re-advanced the viperwire guidewire and the brake lever was put on. Second low speed treatment was performed and the viperwire guidewire was again observed coming back. It was noted that the oad was spinning on low speed when the wire was migrating. It was noted that the brake was on during the treatment and stayed engaged. At this point, the physician feared the viperwire had been sheared. All the devices were pulled out of the patient to check, and all devices were intact. Angiographic imaging showed perforation. The procedure was aborted at this point and the patient was sent for coronary artery bypass graft (CABG) surgery. The patient was stable. The physician believed that the perforation was due to oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.